Manufacturer narrative:
The manufacturer did not receive the device for review. The actual device reported in section d is not marketed in USA, but devices with similar characteristics (i.e. Adapter entfernungs instrument, ref# (B)(4)) are marketed in USA, and therefore this report was filed. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported, that a revitan rasp adapter with length mark was used in a surgery on (B)(6) 2016. It was also reported: "on rasp both the striking plate and the locking button are broken. The locking button which locks the fixing slide jumped out. Removing the rasp which was in the femur, using the handle, was no longer possible. Complex preparing of femur was necessary. The cerclage had to be opened again in order to remove the rasp." The broken device was in contact with the patient. No parts of the broken device remained in the patient. The locking button on handle was loosening with the slightest blow of a hammer. Surgery time was extended for 45 minutes.

Manufacturer narrative:
DHR review results: DHR records were reviewed and found to be conforming. Trend analysis: a trend was identified for the failure mode "breakage of the locking button." A trend investigation has been initiated. No trend was identified related to the breakage of the striking plate. Event summary: it was reported that the striking plate and the locking button of the revitan rasp adapter were broken. The locking button which locks the fixing slide jumped out. Removing the rasp which was in the femur, using the handle, was no longer possible. Complex preparing of femur was necessary. The cerclage had to be opened again in order to remove the rasp. This confronted the operation with considerable problems and endangered massively the surgery result. The updated product experience report additionally states: the spring of the locking mechanism could not be found. (In the product experience report it is also stated that no foreign body was retained by the patient.) Additionally to the locking button breakage, the striking plate also broke apart. Without the locking button the rasp adapter could not be used any longer. The curved distal rasps were instead attached to the proximal rasps. Therefore the patient's position had to be changed (from neutral to lateral) and this caused additional stress to bone and soft tissues, which could have been avoided. A total surgery delay of 45 minutes has been reported. Review of received data: x-rays which show a broken femur with the revitan stem inside have been received. A surgical report dated (B)(6) 2015 has been received. It describes that the surgeon detected the locking button was missing at the rasp adapter when he wanted to remove the rasp of size 18/260 from the bone. The rasp could still be removed as it was possible to hold the fixing slider by hand. However during removal of the rasp the rasp adapter's strike plate broke as well. The surgeon had to attach a cross-bar to the rasp adapter to be able to complete the removal of the rasp. This is contrary to the reported event where it is stated that the handle (rasp adapter) could not be used any longer. In a next step a curved distal rasp of size 20/260 was driven into the femur. The surgical report does not state if this was done with a new/ different rasp adapter or the broken one. The surgical report does not confirm the cerclage had to be opened again as stated in the initial product experience report (per) when trying to remove the rasps. Further no information can be found that the position of the patient had to be changed in order to remove the rasp (as stated in the updated per). Devices analysis visual examination: a revitan rasp adapter with length mark (ref: 01.00409.501 lot: 14.066021) has been received. The striking plate broke off at the position of one of the holes for the cross bar. Further the fixing slide is loose as the locking button, the locking pin and the spring which all lock the slide are missing. Additional a small crack can be detected at the instrument's shaft in the area where the locking button is located. No measurements can be conducted as the device is damaged/ broken and relevant parts are missing. No functional tests can be conducted as the part is damaged. Review of product documentation: compatibility check could not be performed as only one product has been reported. Inspection plan: characteristic no. 1 feature "bohrung" with scope of testing 100%. Characteristic no. 2 feature "funktionsprüfung" with scope of testing 100%. Root cause analysis: instrument breaks, deforms, diverges impairing its function due to inadequate design for intended performance. Possible, as a trend was identified regarding the loosening of the locking button. An investigation has been initiated. The weld between the locking button and the locking pin might be too weak. Regarding the breakage of the shaft close to the striking plate no trend can be identified. Instrument breaks, deforms, diverges impairing its function due to mechanical properties of material insufficient. Not possible as according to the material compatibility specification the material has been tested. Fracture of instrument due to general corrosion (crevice, pitting, galvanic). Not possible as no signs of corrosion can be detected. Instrument cannot be used with the mating instrument or mating implant as intended due to failure of instrument mating condition. Possible, as the locking button, pin and spring got loosened the rasp adapter cannot be connected to the rasp any longer. Further the striking plate broke off at one of the holes intended for the connection with the cross bar. Damaged instruments, implants, body or wrong operational step due to surgeon or o.r. Staff unfamiliar with instrument usage and handling. Not possible as nothing indicates the surgeon or o.r. Staff was unfamiliar with the implantation technique. Instrument breaks or deforms due to off-label / abnormal-use. Possible, as an excessive force applied might have caused the reported damages. Instrument cannot be used with the connected instrument as intended due to failure of instrument assembly condition. Possible, as the locking button, pin and spring got loosened the rasp adapter cannot be connected to the rasp any longer. Further the striking plate broke off at one of the holes intended for the connection with the cross bar. Most likely a too thin/weak weld between the locking button and the locking pin caused the loosening of the rasp's locking mechanism. The breakage of the shaft close to the striking plate might have been caused by extraordinary high forces acting during surgery. Based on the returned product and the given information the complaint could be confirmed, however an exact root cause could not be determined. The need for corrective measures is not indicated at this point of time and zimmer (B)(4) considers this case as closed. (B)(4).

Event description:
It has now been reported, that during surgery on (B)(6) 2015 the locking button of the revitan rasp adapter with length mark flakes off during moderate blows. The spring of the locking mechanism could not be found. (In the product experience report it is stated that no foreign body was retained by the patient.) Also the striking plate broke apart. Without the locking button the rasp adapter could not be used any longer. The curved distal rasps were instead attached to the proximal rasps. Therefore the patient had to be changed (from neutral to lateral).

Manufacturer narrative:
The manufacturer did not receive devices for review. Surgical report was received. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It has now been reported, that the surgery took place on (B)(6) 2016. A revitan rasp adapter with length mark was used in this surgery. "On rasp both the striking plate and the locking button are broken. The locking button which locks the fixing slide jumped out. Removing the rasp which was in the femur, using the handle, was no longer possible. Complex preparing of femur was necessary. The cerclage had to be opened again in order to remove the rasp." The broken device was in contact with the patient. No parts of the broken device remained in the patient. The locking button on handle was loosening with the slightest blow of a hammer. Surgery time was extended for 45 minutes.